Event description:
It was reported that during device upgrade procedure, out of range pacing lead impedance was noted on the device being replaced. The device was replaced with dual chamber device.

Manufacturer narrative:
All this historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.